Manufacturer narrative:
The glidescope avl video monitor and glidescope avl video baton 3-4 were returned to verathon for evaluation. The technical service representative evaluated the returned system, where they were unable to duplicate the reported issue. The service representative simulated use by connecting the returned cable and monitor to a test blade and manipulated the cable. Even while the cable was manipulated, the image produced was stable and clear with good color rendition. The video monitor and baton were certified and returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
It was reported by a distributor on behalf of the customer, that during a patient procedure, using a glidescope smart cable, the image was intermittent. No delay in the procedure, use of a back-up device or harm to the patient or user was reported.

Manufacturer narrative:
H10: the glidescope avl video monitor and glidescope smart cable were returned to verathon for evaluation. The technical service representative evaluated the returned system, where they were unable to duplicate the reported issue. The service representative simulated use by connecting the returned cable and monitor to a test blade and manipulated the cable. Even while the cable was manipulated, the image produced was stable and clear with good color rendition. The video monitor and smart cable were certified and returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.